Event description:
Device causes skin irritation on the patient when left on for the intended period of time so they're wanting her to change sensors more often. (B)(4). Reported by hcp did consent to follow up all available information is provided in this report contact hcp for clarification if needed. (B)(6).